Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(6) distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. Patient described the rash as aching, reddened and itching. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to remove the device for a couple days and apply a salve. Outcome of the irritation is unknown.